Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 2. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated they disconnected during therapy to use the restroom and then reconnected. The tsr advised the hp to inform their nurse the next day. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be due to the patient disconnecting during therapy, which is an use error that can cause system error 2240 alarms. Label review was performed and the review found the labeling adequate for the user error in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.